Event description:
It has been reported to philips that approximately 15 days after an internal carotid artery (ica) stenting procedure, the patient reported hair loss on the back of their head. No additional information regarding the hair loss is available at this time. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Additional information received confirmed that the ica stenting procedure was completed on the azurion biplane system on the (B)(6) 2024. Later, the patient reported that they had hair loss. Philips has completed a good faith effort to get further information on the patient outcome however, the customer has refused to provide any further details. The log files for the date of the event were analysed which identified that the procedure's fluoroscopy time totalled 74.7 minutes, during which the frontal and lateral planes were frequently utilized simultaneously. The total radiation dose received by the patient was 7.308gy. Philips inspected the system onsite, which confirmed that there was no system malfunction. As described in the system¿s instructions for use (IFU), the threshold dose for temporary hair loss is typically 3gy. The codes have been updated as per the investigation outcome.